Event description:
The in-house bio-med received a call from central supply regarding a pump that was plugged in, turning on by itself and started alarming. The bio-med was notified and removed the pump. During bio-med testing the pump turned on and off by itself several times over a 5 day period. There was no report of the pump shutting down while in use, and no reports of any patient incidents related to this pump. It is not known where the pump came from and no additional contact information is available.